Event description:
It was initially indicated in clinic notes dated (B) (6)2010 that the patient was having more seizures during new year. It was also noted in later clinic notes dates (B) (6)2010 and (B) (6)2010, that the patient was having more seizures. The patient has been noted to have some outside personal stressors, but it is unclear if this is the cause of the patient's seizure activity. The patient has been referred for prophylactic generator replacement, which has yet to occur.